Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were no reproduced. The false message were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.